Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Unit passed self-test. All buttons functioning properly. However, found corroded keypad traces. No unexpected numbers ramping or scrolling during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, and cracked display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the numbers on the insulin pump's screen were ramping on their own when she attempted to enter her blood glucose. The insulin pump alarmed battery out limit after the battery was removed and reinserted. Customer's blood glucose level was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.